Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report numbers: 3006705815-2024-03917. It was reported, during a system explant on (B)(6) 2024, one lead was fractured. Health professionals were unable to completely remove the fractured lead and fragmented pieces remain implanted in the patient. As a result surgical intervention may be undertaken to remove the remaining lead. It is unknown which lead had fractured.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000100220.